Manufacturer narrative:
(B)(4). Batch # 417a24. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage and with a reload loaded in the device. The reload was received unfired and the swing tab was noted to be broken, making the reload nonfunctional. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. In addition a tyvek was received along with the device. No damage on the firing knob was noted. It is possible that the damage on the swing tab was due to the reload was not properly loaded into the device, causing the damage+b14 to the swing tab and not allowing the device to fire. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the firing knob was broken during firing. There were no patient consequences reported.